Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 52 mg/dl at the time of hospitalized and the current blood glucose level was 86 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer did allege pump was over delivering because still has getting lows. The device will not returned for analysis.